Event description:
The customer reported that he missed an anti-c of a profiency test with biotestcell 1&2. The customer has neither returned the supposedly defective product nor the proficiency survey sample that had caused a false negative test result. Thererfore our quality control laboratory tested the retained biotestcell 1&2 sample. All positive and negative reactions were correct. We did not observe any false negative reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.